Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads dislodged. Both leads were successfully repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58 lead, implanted (B)(6) 2014; 419478 lead, implanted (B)(6) 2014. (B)(4).